Manufacturer narrative:
A review of tickets determined there is normal complaint activity for the likely cause lot, 95187ui00. Tracking and trending review did not identify any trends for the complaint issue for the alinity I estradiol reagent. A review of labeling was performed and adequately addresses the customer issue. In the labelling it states that samples with an estradiol value exceeding 1000 pg/ml (3670 pmol/l) are flagged with the code "> 1000 pg/ml"(> 3670 pmol/l) and may be diluted with either the automated dilution protocol or the manual dilution procedure. Dilutions performed using the manual dilution protocol should only use the alinity I estradiol manual diluent. It is recommended to use 1:10 dilution. Use of incorrect diluent may result in under or over recovery of samples. Based on the information within the complaint record, no systemic issue or product deficiency was identified for the alinity I estradiol reagent.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased alinity I estradiol result of 897 pg/ml was generated for a patient sample that retested at 7112 pg/ml. The initial low result did not match the patient's clinical history and was questioned which prompted the retesting of the sample. No adverse impact to patient management was reported.